Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Pulmonary lobectomy. What was the exact surgical procedure? Thoracotomy for lobectomy. What specific vessels was device used on? Artery and pulmonary vessel. Was the same device used for lung parenchyma? Yes. What color reloads were used? Green. Does the surgeon routinely wait 15 seconds prior to firing device? Yes. Was there any issue noted with staple form or hemostasis intra-operatively? No. How was the site of the bleeding identified? By the thoracic drainage in place that identified intra-thoracic bleeding. Does the surgeon believe that an alleged deficiency of device led to the patient death? No response. Was an autopsy performed? No. Are photos or video of procedure available? No.

Event description:
It was reported that a thoracic surgery performed on (B)(6) 2018 with exeresis and use of stapler-cutting system. The patient died in the night following the procedure with important bleeding.